Manufacturer narrative:
(B)(4). The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of 1846, remaining within normal range. Rv thresholds were noted to be high, as well as low evoked response. The r wave amplitude had dropped and rv loss of capture was questioned. The patient was not pacemaker dependent at the time. There was pacing inhibition observed, but no asystole of greater than two seconds. An x-ray was performed in which the rv was found to be dislodged. A revision procedure was performed and the rv lead was repositioned. The lead remains in service. No additional adverse patient effects were reported.